Event description:
The customer reported to olympus, that the gastrointestinal videoscope had the angular down. The device was returned for evaluation. During the device evaluation, the following was found: the nozzle and plastic distal end cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the bending angle in the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire, the bending section cover and connecting tube had discoloration, the adhesive on the bending section cover had a crack, the adhesive around the light guide lens was peeled, and switch 1 had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, the events, ¿foreign material in the nozzle at distal end¿ and ¿foreign material on the c-cover¿, were confirmed. It could not be specified what the foreign material was. The root cause of the remaining foreign material could not be identified since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.